Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that when the physician went to delivery the stent to the target site, the stent would not deploy from the delivery system. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation without any ancillary device. The stent distal hoops were exposed beyond the sds outer sheath. There was liquid residue noted in the clear flush line. There was a kink in the catheter. The lumen between the inner shaft and outer sheath was flushed with water. Blood residue was noted exiting the sds lumen. The sds accepted a 0035" test guidewire without complication. The device was flushed and loaded into the deployment force fixture. The stent deployed with 2.31 lbs. Of force (design specification: { 3.0 lbs.).